Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer wore the pump against their skin. Blood glucose was 138 mg/dl. A test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Customer declined further troubleshooting. The alarm was cleared and insulin delivery was resumed.